Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, the battery longevity was 6.9 months remaining. The ventricular output was in high output mode due to inaccurate test results. A manual threshold test found the threshold to be stable. The device was reprogrammed, and the battery estimate increased to 8.2-11.4 months. Previous check in (B)(6) 2019 estimated a longevity of 2.5 years remaining. The patient was stable.